Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range shock impedance. Device interrogation revealed a code 1005, indicating an open circuit condition. Technical services (ts) review of the device data was requested, and vector breakdown indicates that the ventricular coil appears to be mainly impacted, however, the atrial coil is also showing high impedance values. Sync shocks were delivered to the patient and ts advised to evaluate the ICD system integrity for potential replacement. Reportedly, the patient remains in the hospital and there is an intention to replace the ICD system. No additional adverse patient effects were reported. Additional information indicates the ICD device was explanted and the right ventricular (rv) lead was surgically abandoned. A subcutaneous implantable cardioverter defibrillator (s-ICD) system was implanted as replacement. The device is expected to be returned for analysis. No additional adverse patient effects.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range shock impedance. Device interrogation revealed a code 1005, indicating an open circuit condition. Technical services (ts) review of the device data was requested, and vector breakdown indicates that the ventricular coil appears to be mainly impacted, however, the atrial coil is also showing high impedance values. Sync shocks were delivered to the patient and ts advised to evaluate the ICD system integrity for potential replacement. Reportedly, the patient remains in the hospital and there is an intention to replace the ICD system. No additional adverse patient effects were reported. Additional information indicates the ICD device was explanted and the right ventricular (rv) lead was surgically abandoned. A subcutaneous implantable cardioverter defibrillator (s-ICD) system was implanted as replacement. The device is expected to be returned for analysis. No additional adverse patient effects.

Manufacturer narrative:
Correction: patient identifier a1 field updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range shock impedance. Device interrogation revealed a code 1005, indicating an open circuit condition. Technical services (ts) review of the device data was requested, and vector breakdown indicates that the ventricular coil appears to be mainly impacted, however, the atrial coil is also showing high impedance values. Sync shocks were delivered to the patient and ts advised to evaluate the ICD system integrity for potential replacement. Reportedly, the patient remains in the hospital and there is an intention to replace the ICD system. No additional adverse patient effects were reported. Additional information indicates the ICD device was explanted and the right ventricular (rv) lead was surgically abandoned. A subcutaneous implantable cardioverter defibrillator (s-ICD) system was implanted as replacement. The device is expected to be returned for analysis. No additional adverse patient effects. The device was returned for analysis.

Manufacturer narrative:
Correction: patient identifier a1 field updated. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.